Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and an enlarged atrium. It was noted that imaging was difficult. An ntw clip was inserted and deployed. However, after deployment, the clip partially detached from the posterior leaflet. No additional clips were implanted, and mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported partial clip movement was due to patient condition. The cause of the reported difficult imaging was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.